Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: medical records received ad 08 jan 2020 were reviewed on 14 jan 2020 by a clinician to identify patient harms/product issues. Primary operative notes not provided within this set of medical records. Revision operative notes (B)(6) 2019 indicate the patient received a right total knee revision due to failed right knee arthroplasty, loosening of the femoral and tibial components and pain. Upon entering the joint, a large amount of scar tissue was encountered. The tibial and femoral components were noted to be loose at the implant to cement interface. The patella was not revised. All other components were removed, and competitor product and competitor cement were implanted. *please see further note at the bottom detailing an intraoperative complication. *please note, a bone fracture of the tibia was sustained at the time of implanting of competitor product. Depuy product was not involved with the indicated fracture and there will not be an additional pc created to capture this event as depuy product was not involved. The fracture was treated with compression and cementing, the surgery was successfully completed. Doi: (B)(6) 2014; dor: (B)(6) 2019; (right knee).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient needs to file a complaint over knee revision surgery. She had to have this year due to failure less than 5 years from the original surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.